Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The product was not returned. Clinical notes detail an access site bleed upon insertion of impella cp; the patient had high act. The cause of the access site bleeding was high patient act.

Event description:
The user facility reported a 53-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella was positioned against mitral valve and after multiple attempts to reposition over wire md removed impella and reaccessed left ventricle again. The second time impella positioned nicely away from mitral into the free space of the left ventricle. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.